Event description:
Healthcare professional reported right side "progressive motor deficit of the upper and lower limbs with paraesthesia and loss of sensation. Patient has been hospitalized due to worsening of symptoms. Guillain-barré syndrome is mentioned, linked with prosthesis." Healthcare professional later reported right side rupture. Device remains implanted. Treatment: tegeline with a cure interval every 6 weeks.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 04/17/2017. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of sensation increase/decrease and autoimmune/connective tissue- symptoms of are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "progressive motor deficit of the upper and lower limbs with paraesthesia and loss of sensation, guillain-barré syndrome is mentioned, linked with prosthesis" and "rupture".